Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable total bilirubin special (tbil) result for one patient one their c501 analyzer. The initial tbil result was processed on a modular pre analytics device and put into an aliquot cup and the result was 1.4 mg/dl. This result was reported outside the laboratory. On (B)(6) 2012, the patient's sample was retested on the original c501 and another c501 analyzer during a lot to lot comparison. The patient's sample consistently recovered 0.6 mg/dl from the primary tube. The customer considered the repeat result to be correct and it was issued as a corrected report. There was no adverse event as a result of the original result. The tbil reagent lot number was 65389701 and the expiration date was 03/31/2013. The field service representative found the nozzle tip sticking on the rinse mechanism. He performed corrective maintenance by re-aligning the nozzle tip. He checked the cuvette rinse and detergent dispense. The customer performed a precision run and quality control with all results meeting specification.